Event description:
Healthcare professional reported meridian device shut down without an audible alarm during the hemodialysis treatment, on three different occasions. There was no medical intervention necessary and no pt injury resulted from any of these events. The blood was manually rinsed back to the pt and treatment was completed on another meridian device without further issues. Specific details regarding these events were not available for this report.